Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "low phaco power" (device operates differently than expected). The facility scrub technician reported low phaco power. The handpiece was swapped out, with no resolution. The system was swapped cut. The case proceeded using the same handpiece. There was a ten minutes delay. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).